Event description:
A female patient underwent aaa repair in 2009. The patient's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. Two iliac legs were placed in the contralateral iliac artery since the length of single device was not long enough to cover. The main body and the contralateral iliac leg were overlapped by 1.8 stent and the connecting site of the iliac legs were overlapped by 1.5 stent. A final angiography revealed the type iii endoleak from the connection site of the iliac legs. Additional sealing was performed at the connection site using another manufacturing balloon catheter, and then the endoleak was reduced but still remained. Therefore, another manufacturer's stent was deployed. At a final angiography, there was still a slight endoleak, but the physician assumed that the endoleak would be resolved after heparin neutralization, so he decided to take a follow-up observation and finished the procedure. The patient's condition has improved.

Manufacturer narrative:
Event is still under investigation at this time.